Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, bruxism, immediate implantation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility.